Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated the device was explanted and successfully replaced. There have been no adverse patient effects reported as a result of the explant procedure. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, declared elective replacement indicator (eri). The physician was suspicious of premature battery depletion. At the last device follow-up appointment the monitoring voltage was 2.51 volts with a 12 second charge time measurement. Subsequently, the patient reported hearing beep tones from the device. The most recent reported voltage was 2.26 volts with a greater than 20 seconds charge time measurement. The device planned to be explanted at a date in the near future. To date, there have been no adverse patient effects reported.